Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter portugal that the reservoir of an infusor lv 5 device ruptured immediately after filling. The device was filled with a solution of sodium chloride and a cytotoxic drug at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.